Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was slower during rewind. They had to press the buttons twice. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch . The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify rewind anomaly, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.